Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime test, excessive no delivery test and displacement test. However unit alarmed motor error during testing due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 390 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.